Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the application software exited without prompt from the user. It was noted that the issue occurred in the selecting a procedure portion of the application software. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the computer was returned to the manufacturer for analysis, and through testing the reported issue was unable to be duplicated. During testing the computer booted normally to the application screen. The installed applications started and ran normally. No unexpected exits in the "select procedure" step of the applications were observed during burn-in testing. There was no fault found with the returned computer. Device evaluation: the breakout box was returned to the manufacturer for analysis, and through testing the reported issue was unable to be duplicated. The returned breakout box was found to be in very good condition with no apparent physical damage. When connected to a known good system the breakout box returned green status for all ports and had a functioning foot switch. There was no fault found with the returned breakout box. Device evaluation: the polaris spectra system control unit (scu) was returned to the manufacturer for analysis, and through analysis the reported issue was able to be duplicated. The returned scu powered up and had normal function when connected to a known good system. However, a check of the event log revealed an intermittent history of position sensor current low. Analysis determined that there was an electrical failure with the returned scu. This failure is tracked in a hardware defect tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the polaris spectra system control unit (scu) was sent to the vendor for additional investigation. The vendor found that the unit passed required product testing with no re-occurrence of the customer described fault. If information is provided in the future, a supplemental report will be issued.